Event description:
Complainant alleged, that while treating a syncopic, patient the device displayed "pacer fault 116", "pacer disabled" and "defib disabled" messages. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.